Manufacturer narrative:
Medwatch field h6 investigation conclusion updated.

Manufacturer narrative:
Medwatch field d9 updated. The test strips were received for investigation and were tested using glycolyzed blood. Investigation results: glucose in mg/dl: 107, 108, 114, 119, 115, 111, 106, 103, 120, 113, 117, 103. The results using the returned test strips were acceptable, and no test strip defects were observed. The investigation did not identify a product problem.

Event description:
We received an allegation of a questionable glucose result from one patient tested with the accu-chek inform ii meter + rf. At 11:40 am, the meter result was 601 mg/dl or "hi", at 11:52 am, the laboratory result using a venous sample was 393 mg/dl.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial number is (B)(6). The customer stated the qcs were acceptable within 24 hours of the event. The test strips were requested for investigation but have not been received at this time. If they are returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.